Event description:
It was reported that the device was used during a laparoscopic liver wedge resection. It was reported by the rep that the surgeon attempted a third firing of the atb35 linear cutter across the section of the liver. The device failed to fire or to unlock. The surgeon switched instruments to a tsb35 and completed the procedure without incident. There was no consequence to the pt.